Event description:
After a pt became disconnected from the telemetry transmitter, the pt went into cardiac arrest and expired. The customer reported that there were no inop alarms at the philips information center (pic). The customer reported that the leads had been off for approximately 2 hours when someone went into the room and found the pt.